Event description:
During a patient transfer with an arjo floor lift and the arjo standing sling, the patient¿s right foot slipped off the footplate, causing their entire body weight to rest on the left leg. The resident was wearing orthopedic footwear on both feet. The strength in the left leg was insufficient to reposition the right foot or continue the lift. No injury was reported.

Manufacturer narrative:
No UDI information is available due to lack of the serial number. The lift and the sling were inspected and no issues were found. The investigation is ongoing, and the results of the analysis will be included in the final report.

Manufacturer narrative:
The investigation did not identify any malfunction of the lift or sling that could have contributed to the claimed event. The event may have been influenced by a combination of factors, including improper foot positioning (potentially affected by orthopedic footwear), incorrect or ineffective use of the leg strap (the optional leg strap can be used to ensure that the patient¿s legs remain close to the leg support), and the patient¿s limited physical capability to maintain leg position during the transfer. These factors, individually or in combination, could have contributed to the patient¿s inability to maintain proper foot placement, ultimately leading to the incident. According to the sara flex instructions for use (IFU 04.kl.00. En_8): ¿place patient in sara flex ask or assist the patient to place his/her feet on the foot plate.¿ ¿attach the leg strap to support the patient¿s legs, if needed.¿ ¿to fasten the leg strap, attach it to the attachment point on either side of the leg support.¿ ¿before use, the caregiver should always consider the patient¿s/resident¿s medical condition, physical and mental capabilities, the patient/resident must be able to bear weight on at least one leg and have some trunk stability.¿ if the patient does not meet these criteria, alternative equipment should be considered. No deficiencies were identified in the lift or sling; both met their specifications. They were used as a system for patient transfer and, therefore, played a role in the incident. The complaint was assessed as reportable because, during a patient transfer using an arjo floor lift, the patient¿s leg slipped out of the lift.